Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure and the mesh was implanted. The patient experienced mesh erosion requiring removal. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/07/2018. Date and name of initial surgical procedure- (B)(6) 2010 - tvt-o the diagnosis and indication for the initial surgical procedure? -mesh erosion. What were current symptoms following the index surgical procedure? Onset date? - bleeding discharge and painful intercourse few months . Product code and lot # - don¿t know, operation not done by me what is physician¿s opinion as to the etiology of or contributing factors to this event- mesh erosion. What the initial approach for the index surgical procedure? -tvt-o. Any concurrent procedure/device implantation? -no. Were there any intra-operative complications?- no. Mesh exposure site/location, symptoms and diagnostic confirmation? - vaginal. Describe any medical/surgical intervention for exposure including dates and surgical findings. - removed entire tape on the (B)(6) 2018.